Event description:
It was reported by the clinic the lead had last been interrogated in 2009. The patient had a medical history of cardiomyopathy and neck cancer and had been in his normal state of health until he collapsed at home. The paramedics arrived 5 minutes after the collapse, the patient was intubated, and showed a paced rhythm. On arrival to the emergency department, it was reported the patient had an electronically paced rhythm with no perfusion (electromechanical dissociation). A clicking sound was noted by ER personnel coming from the patient, but unable to identify. The patient died the following month, with official cause of death unknown to clinic. It was reported the health care professional had no allegation of device or lead relatedness to the patient's death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related.